Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with a spare instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument was non-intuitive. The procedure was completed with no reported injury.